Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was between 200-500 mg/dl. Reportedly, the alarms were cleared and insulin delivery was resumed to address the issue. Customer declined troubleshooting with tandem technical support.